Event description:
It was reported to resmed that an astral device allegedly stopped ventilation without an alarm, allegedly leading to cardiac and/or respiratory arrest of the patient. Location of event was not provided. Resmed did not have access to the medical records or any independent verification of the alleged arrest or any other clinical results.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an investigation. The reported device stopped without an alarm was not confirmed. Review of the device data logs revealed the device shut down after alarming low internal battery followed by critically low battery on the date of the reported event, as a result of being disconnected from ac mains power source and the battery depleting. In addition, the device had displayed a total power failure with internal battery degraded warning alarm and error messages (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the total power failure with internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device allegedly stopped ventilation without an alarm, allegedly leading to cardiac and/or respiratory arrest of the patient. Location of event was not provided. Resmed did not have access to the medical records or any independent verification of the alleged arrest or any other clinical results.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation. The reported complaint has not been confirmed, investigation is ongoing. Resmed reference #: (B)(4).